Event description:
It was reported that the pt suddenly lost access to sound with the device at the end of (B)(6) 2014, and that access to sound then returned until (B)(6) 2014, when the pt could no longer have access to sound with the device. There was no report of illness or trauma. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.